Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient entire spinal cord stimulator was removed due to a major infection. It was noted that the device was removed ¿shortly after implant¿ and the patient was informed of no longer being a candidate for the spinal cord stimulator. It was later confirmed that the stimulator was implanted in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that perioperative antibiotics had been administered. The infection diagnosis was done two days post-op. The patient did not have meningitis. Signs and symptoms of the infection were fever, swelling, and pain. The location of the infection was at the device pocket. Treatment instituted for the infection included IV antibiotics and total device system explant. The infection was resolved. Risk factors applying to the patient before the device implantation included diabetes and corticosteroid use.